Manufacturer narrative:
H6: imdrf device code a0203 captures the reportable event of stent incorrect size.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx uncovered stent was to be implanted for a stricture during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During preparation, the physician noted that the stent labeled 80mm in length appeared longer than expected. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0203 captures the reportable event of stent incorrect size. Block h11: a wallflex biliary stent and delivery system were received for analysis. Visual examination of the returned device found the stent fully covered by the outer sheath and undeployed. No damages were noted to the device. A functional inspection was performed; the stent was deployed by actuating the delivery system (slide the handle back along the stainless-steel tube). A dimensional inspection was performed, and the stent was measured to be within specification. Product analysis did not confirm the reported event of stent size incorrect as there is a lack of objective evidence to confirm the reported event; therefore, a review and analysis of all available information indicated the most probable cause is no problem detected.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx uncovered stent was to be implanted for a biliary stricture during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During preparation, the physician noted that the stent labeled 80mm in length appeared longer than expected. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.